Event description:
Around the weekend of 14 march, the patient experienced persistent high glucose values while the pod was worn on the abdomen. It was reported that the patient¿s blood glucose level rose to 400 mg/dl (22.2 mmol/l) between 37 and 48 hours of wearing the pod. The reporter stated insulin deliveries showed no effect, and the cannula appeared to be blocked by blood. A new pod was applied and treatment was resumed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received for evaluation. Blood was observed inside the soft cannula. The blood occlusion in the cannula prevented fluid from completing the full fluid path. Once the blood was manually cleared, fluid flowed freely out the distal tip of the cannula. The occluded soft cannula is confirmed as the root cause of the reported cannula obstruction of flow event. No damages were observed that would cause the observed blood; the cause of the observed blood occlusion could not be determined.